Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was recognizing a battery pack intermittently. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon investigation contamination was found on the battery board inside the charger/modem. The contamination caused corrosion on the battery board. The cause of the inability to recognize a battery pack is the corrosion on the battery board. The root cause of the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contamination charger/modem. The last pt to use this charger/modem did not report any deficiencies.